Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, and infection (late onset) are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, seroma-late, infection (late onset).

Event description:
Healthcare professional reported a left side rupture, "swelling, fever and fluid in the breast", "liquid around implant", and "breast volume increased". Device has been explanted.